Event description:
It was reported that this left ventricular (lv) lead exhibited low amplitudes and high out of range pacing impedance while the health care professional (hcp) called for magnetic resonance imaging (MRI) protected mode programming. It was noted that the device was programmed into MRI protection mode per cardiology order. It was noted that the lead measurements are currently within normal range. The lead remains in use. No adverse patient effects were reported.